Event description:
It was reported via literature that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman flx laa closure device with delivery system (wds) was used. Six weeks pre procedural transesophageal echocardiogram (tee) revealed impaired left atrial mechanical function and severe left atrial spontaneous echocardiographic (sec) contrast. Prior to the start of the laa closure procedure tee revealed severe sec and a thrombus at the laa apex. It was decided to proceed with the procedure. Activated coagulation time (act) before administration of heparin was 146sec and 7,000 iu of unfractionated heparin was delivered into the laa. The closure device was placed proximally within the laa to avoid disruption of the thrombus. Before release of the closure device a large, mobile, complex bifid thrombus was observed within the left atrium attached to the wds. 8,000 iu of unfractionated heparin was delivered into the left atrium after which act was 324sec. The thrombus was suctioned into the delivery sheath and under continuous negative pressure the closure device successfully implanted. The wds was removed from the patient while under continuous negative pressure. Tee showed no thrombus remaining in the left atrium. The patient fully recovered.

Manufacturer narrative:
Date of event - estimated as 01/01/2020 as the event date is unknown and the literature article was accepted 03/11/2020. Implant date - estimated as 01/01/2020 as the implant date is unknown and the literature article was accepted 03/11/2020. Literature citation: pankaj jain, mbbs, neil jacobs, mbbs, david w.m. Muller, mbbs, md, brendan gunalingam, mbbs. 1% aspiration, 99% perspiration acute left atrial thrombus during percutaneous left atrial appendage occlusion. J am coll cardiol case rep 2020;2:866-9.